Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was 368 mg/dl, blood glucose was 353 mg/dl at the time of call and customer's blood glucose while hospitalized was around 400 mg/dl. The cause of hospitalization was high blood glucose. The customer was hospitalized due high blood glucose level on (B)(6) 2017. The customer treated their high blood glucose level by taking 15 units of insulin via manual injection. The customer was wearing the insulin pump during the hospitalization. It also stated document of outcome of hospitalization was stayed overnight for observation and was discharged on (B)(6) 2017. The insulin pump will not be returned for analysis.